Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 39 ¿ 81 mg/dl. Low bg cause was not known. Reportedly, the ¿contact unaware of what treatment¿ was delivered to address the decreased bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.